Event description:
It was reported that removal difficulty occurred with the stent delivery system and filter wire. An 10.0-31 mm carotid wallstent was selected for use. The treatment area involved the internal carotid artery. The stent was deployed but when attempting to remove the delivery system, it became stuck with the filter wire causing significant resistance. The device was ultimately removed, and the procedure was completed. No patient complications were reported.

Event description:
It was reported that removal difficulty occurred with the stent delivery system and filter wire. An 10.0-31 mm carotid wallstent was selected for use. The treatment area involved the internal carotid artery. The stent was deployed but when attempting to remove the delivery system, it became stuck with the filter wire causing significant resistance. The device was ultimately removed, and the procedure was completed. No patient complications were reported.